Event description:
The manufacturer received information eye irritation, nose irritation, skin irritation, respiratory tract irritation, cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.